Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The axial direction of the was was too high, resulting in kinking of the was during the procedure. The closure device was released with the kinked was. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 5cm proximal of the tip, and 19.5cm distal of the strain relief. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The axial direction of the was was too high, resulting in kinking of the was during the procedure. The closure device was released with the kinked was. No patient complications were noted.